Event description:
The nurse reported the surgeon had to increase the wound size to get suction during the procedure; unk if sutures were required. Patient outcome was not available at the time. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and was unable to duplicate the performance problem reported; system met specifications.